Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected am fasting blood glucose test result range is below 110mg/dl. The customer did not report symptoms during the call. Past medical attention was reported as a result of lethargy symptoms. Customer went to the ER over 4th of july holiday weekend due to diabetic symptoms of being lethargic. Her blood glucose level read low in the morning, around 40mg/dl, and the ER treated her for low blood glucose level. Customer did no not indicate the treatment and was discharged the same day. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/22/2021 and open vial date is two weeks ago. The meter memory was not reviewed for previous test result history.